Event description:
As reported (B)(6) 2015, patient of unknown age and gender presented for a microwave procedure of the liver. During withdrawal of the device, during procedure, it was noted the tip of the applicator had fractured off from the applicator shaft. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient was reported as stable post procedure. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for eval was one used handle for a pmta accu2i. A visual examination noted that only the shaft and handle were returned. The tubing to the cartridge was cut and the cartridge was not returned. In addition, the tip of the applicator was bent 15 degrees. Due to the condition of the returned device, functional testing could not be performed. The customer's reported complaint description of the tip of the applicator detaching/loose is confirmed. The tip was attached to the shaft of the applicator, however, the tip was bent approx 15 degrees. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of compliant will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #(B)(4).